Event description:
It was reported that the patient had no pain relief of the main pain area on the right side back and leg. X-rays showed paddle was more left sided of the spinous process. The lead was revised and remains implanted in the patients body. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.